Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient noticed their current program, 1, was stimulating "in right foot, all the way down leg." They also stated, "twitching so bad and cannot flatten foot." The patient reported this typically occurred at night when they were lying in bed, and had noticed it "probably from get-go." They had tried decreasing therapy strength, and confirmed the "twitching" subsided, but they did not feel stimulation at low strength. They inquired about different programs. They switched to program 2 from program 1, and confirmed they were feeling stimulation only in the bicycle seat area, not down their leg. The troubleshooting steps that were taken on the call resolved the issue. The patient's relevant medical history included that the patient had had issues with their back and sciatic nerve prior to implant. They reported on program 1 "where it was hitting before it was hitting all of that." The patient confirmed program 2 was not hitting their sciatic nerve, and was not going down their leg. They would assess their symptom relief. They also reported seeing their previous last name instead of their current name on the MRI mode screen. They were redirected to their healthcare provider to update the name.